Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support advised the customer to perform several steps to resolve the issue, including tightening the connections and delivering boluses, but occlusion alarms continued. As a result, tandem technical support decided to replace the pump, the customer will use mdi as a backup therapy to ensure insulin delivery continues uninterrupted.